Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl, 530 mg/dl, 140 mg/dl, 385 mg/dl, 125 mg/dl, 480 mg/dl, 320 mg/dl, 485 mg/dl and 585 mg/dl which was treated with bolus and manual injection. Customer stated that insulin pump had motor error alarm. The insulin pump will not be returned for analysis.